Event description:
Same case as MDR ID # 2134265-2012-05070. It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulty occurred. Access was obtained via femoral artery. The lesion was concentric. The 90% stenosed lesion was located in the heavily calcified right common carotid artery. The lesion length was 45mm and vessel diameter was 6-9mm. During preparation, the 10x31/5.9f/135cm carotid wallstent became partially deployed. The stent was captured and advanced over the wire into the artery which was heavily calcified and very tight. The stent would not advance past calcium and was removed. The lesion was predilated with 2mm and 3mm balloons. Went back up with the stent but resistance was felt with the sheath when pulling back the delivery system. The stent was deployed but the distal end did not open up making it unable to pull the sheath back to remove the stent or the filterwire ez embolic protection system. The patient was sent to surgery for a carotid endarterectomy to explant the stent and wire. The patient's status is fine

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).